Event description:
The complainant reported that during a therapeutic vaxcel pasv PICC placement on a patient (age and gender unknown) it was noted that the peel away sheath frayed slightly at the transition point with the dilator. This condition disallowed the nurse from inserting the sheath/dilator into the pt's vein. The nurse then obtained another device and successfuly completed the patient procedure. The complainant indicated that there was no adverse affect on the patient as a result of the reported problem.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unk. This device has been received by this manufacturer; however an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.